Event description:
According to the customer, the gens instrument printed out the incorrect pt last name with pt results. The incorrect pt last name was printed out with the correct sample ID and pt ID. - the customer discovered the misidentified last name when the instrument printout did not match the last name on the lab info system (lis) computer. - all pt demographics matched except for the pt's last name. The customer's lab lis interfance uses the sample ID as the primary pt identifier. No erroneous results were reported out of the lab. Based on the available info regarding this pt, treatment was not affected by the mismatch.